Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. No ncrs/ discrepancies or deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specification. The sterilization lot record was reviewed and it was found in compliance with the sterilization process parameters. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). Initial reporter phone number: (B)(6). PMA 510(k): this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experience inflammation after implantation of a pcb00v intraocular lens (iol). The physician noted that the continuous curvilinear capsulorrhexis (ccc) was wider than the usual. However, both edges of iol were placed in the bag. The iol was slightly tilted in the patient's eye. The inflammation was observed at the contact portion between the iol edge and the iris. To treat the inflammation the physician prescribed rinderon (steroid) to the patient. Currently, the patient has not recovered. The exact symptom date of the inflammation was not provided; but was indicated as most likely shortly after lens implant. No further information was provided.